Event description:
It was reported that locator abutment fractured at the threads of the abutment. Doctor tried to remove the fractured portion but it was not possible. Implant was removed and a new implant was placed. Implant reference: (B)(4). Implant lot: 2022040382.

Event description:
It was reported that locator abutment fractured at the threads of the abutment. Doctor tried to remove the fractured portion but it was not possible. Implant was removed and a new implant was placed. Implant reference: (B)(4). Implant lot: 2022040382.